Manufacturer narrative:
Evaluation: results - brake cam.

Event description:
It was reported by service report that the fowler will not stay up with weight on it and the brakes are not holding. No pt involvement or adverse consequences are reported.